Event description:
It was reported by the affiliate that during a wedge resection procedure, the cartridge fell into the patient's body during the second firing. As a result, the lung parenchyma was damaged by a few millimeters. It is not known if and how it was repaired. The fallen cartridge was removed. The device was cut slightly. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.